Manufacturer narrative:
The investigation of access site bleeding has been completed. The returned product was visually inspected and no abnormalities were found. The root cause of the access site bleeding issue was not determined since insufficient clinical details were provided. Corrected information provided in h10. Erroneous investigation results were entered on the supplemental manufacturer device report number 1220648-2025-25834-1.

Event description:
The complainant reported that a patient developed a severe hematoma in their groin and scrotum following impella cp implant. Following a successful high-risk coronary intervention, explant was planned for later in the day due to the hematoma. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation access site bleeding has been completed. The returned product was visually inspected and no abnormalities were found .the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. D9 date device returned to manufacturer added. E1 initial reporter first and last name was inadvertently omitted from the initial manufacturer device report 1220648-2025-25834 e4 should have been left blank on the initial manufacturer device report number 1220648-2025-25834 as it is unknown if the initial reporter also sent the report to the food and drug administration.